Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and died four days post implant of the epicardial lead. It was further reported that intermittent loss of pacing capture was observed four days post implant and there were increased, high and unstable thresholds. The patient was taken to the cath lab for lead replacement and at that time there was intermittent ventricular capture. Cardiopulmonary resuscitation (CPR) was initiated and a temporary pacing lead was placed with confirmed captured however pulseless electrical activity was confirmed via echocardiography and the patient died.

Manufacturer narrative:
Corrected information: sex, date of birth.